Event description:
The facility sent a fax that stated the surgeon implanted a cc4204bf plate collamer lens. The lens ripped. No pt injury. The injector and cartridge model and lot numbers were not provided by the facility. Additional info has been requested, but none has been forthcoming from the user facility.